Event description:
Pt's family member reported that pt's one touch ultra meter stopped powering on. Medical affairs specialist spoke with the pt's family member 4 days later and they provided additional info. They stated that the meter just did not turn on when pt tried to test. The pt had been feeling dizzy "all morning." Pt is on a set amount of oral medication which they take in the morning and in the evening. Since pt was not able to test their blood glucose on their meter, their home care aide took pt to the doctor's office. The doctor's meter read 320 mg/dl and pt was given an insulin shot. This case is reported as a meter malfunction since the power issue was not resolved with troubleshooting and the pt was already experiencing dizziness prior to trying to test on the meter. Also, the pt is on a set amount of oral medication and did not base any treatment on the meter.